Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) fired multiple times due to atrial fibrillation (afib) with rapid ventricular response (rvr). The morphology supraventricular tachycardia (svt) discriminator was programmed off. The chamber onset did not properly identify the rhythm as afib with rvr. Some episodes appeared to be possibly ventricular tachycardia (vt) and some appeared to be afib with rvr. The patient received 40-50 inappropriate shocks. The patient was stable before, during and after the event. The ICD was still functioning. The physician addressed the patient's medication and was considering atrioventricular (av) node ablation, but the ICD was working so the last maximum charge time was reached but it rebound to the normal 8.3 seconds. The patient was stable.

Event description:
New information received notes the patient felt traumatized by all the shocks. The patient described seeing an aura and noted he may have experienced this due to his heart racing. The patient suffered from some post-traumatic stress disorder (ptsd) post multiple shocks.